Manufacturer narrative:
The customer returned one vial of combur-7-test 100 str of the affected lot for investigation. The test strips showed no abnormalities. The customer material and retention material were visually checked and checked with negative urine and with an erythrocyte dilution series and a nitrite dilution series. Neither materials showed abnormalities, and both fulfill requirements. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of false negative nitrite results for 1 patient urine sample tested with combur-7 urine test strips. The nitrite result was negative. The physician's result with urisys 1100 was positive. The software version was 5.71. The customer used a different vial of test strips and the results matched the physician's results. The customer did not perform qc.